Event description:
The customer reported experiencing an alarm 2 followed by alarm 26, an occlusion event that occurred earlier in the day. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose level by administering a correction bolus via the pump and did not require assistance from a third party. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin.